Manufacturer narrative:
The returned product was evaluated and the investigation found that the tube nut was missing. Its root cause was determined to be a missing component which would caused the plunger not to be able to advance and result in the failure to deliver insulin. Lot qualification records were reviewed, and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 145185caw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 or above 13.9, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 or above 13.9, follow the treatment advice of your healthcare provider.

Event description:
The patient reported his blood glucose reached 30 mmol/l (541 mg/dl) after wearing the pod between 4 and 24 hours on the arm. The patient was able to activate a new pod and his blood glucose lower to 18 mmol/l (324 mg/dl)